Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
"[Oral-b]" brush heads came out to mouth "[device breakage]". Case narrative: consumer via phone stated that brush head came out in her mouth. No injury was reported.